Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, e-1, g-3, g-6, h-2, h-6, h-10. The lot # 3000371967 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
E1 event site name exceeded character limitations: (B)(6). Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) an attempt was made to place the seal in the patient's aorta, but the seal remained in the delivery device and did not come out. The seal failed to unfold. The seal did not fall inside the aorta. With a new one, the operation was successful and no harm was done to the patient. There was not a procedural delay.